Manufacturer narrative:
Device analysis report attached. This report is submitted on december 13, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to mastoid infection (not device related). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.